Event description:
During the lap gastric bypass procedure, on the second firing of the long45a on the stomach the staples fromed at the proximal and distal end of the cartridge, but did not form in the middle of the cartridge. The open tissue was hand sewn to continue the case. The case was completed with another device of the same product code. No pt consequence.